Manufacturer narrative:
The report of thrombus was confirmed based on the evaluation of the returned pump. Evaluation of the inlet stator bearing cup and rotor bearing ball revealed a dark red, tissue-like deposition. The deposition had areas that were denatured and had a ring-like structure, which are indications that it likely developed over an undetermined period of time while the pump was in operation. The duration of its presence in the pump could not be conclusively determined. Evaluation of the outlet stator revealed a dark red, soft deposition. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. Its areas of denaturation adjacent to the bearing ball and the presence of contact marks on the rotor suggests that it was likely present while the device was supporting the patient; however, the evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. Although a specific cause for the depositions and a time frame for which they were present in the pump could not be determined, they would have potentially contributed to the report of low flow alarms, hemolysis, and suspected thrombus. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists thrombus and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Patient¿s weight was not provided. Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted with signs and symptoms of pump thrombosis including hemolysis and continuous low flow alarms. Additionally, an echocardiogram revealed that the patient's aortic valve was opening with each heartbeat. The patient was supported on inotropes and taken to the operating room on (B)(6) 2016 for a pump exchange. It was reported that the patient's condition deteriorated post-exchange and the decision was made to withdraw support on (B)(6) 2016. After the exchange the patient reportedly experienced significant oxygenation difficulties and profound right heart failure not compatible with recovery. It was reported that there were no issues with the second pump's functional status and that it did not contribute to the patient outcome.